Event description:
It was reported that the patient presented remotely via merlin.net. Review of transmission revealed that the implantable cardioverter defibrillator (ICD) was oversensing noise. No changes or intervention was reported. The patient was in stable condition.